Manufacturer narrative:
The reported calcification was confirmed. The returned valve was fragmented, consistent with the reported damage due to the valve having been ¿adhered with the native annulus,¿ with all three leaflets and stent posts returned. All three leaflets contained fibrous thickening and calcifications. There was focal fibrous pannus on the inflow surface of the sewing cuff. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the calcification, fibrous thickening, and pannus could not be conclusively determined, however, information from the field indicates that the patient had been on dialysis for an unknown period of time.

Event description:
On (B)(6) 2014, a 21 mm trifecta valve was implanted. A map (mitral annuloplasty), tap (tricuspid annuloplasty) and CABG (coronary artery bypass graft) were also conducted concomitantly with avr (aortic valve replacement). In early 2019 (date unknown) the patient presented to the hospital with dyspnea. The patient was diagnosed with aortic stenosis due to stiffening/calcified leaflets. On (B)(6) 2019, a redo avr was performed and the device was explanted. Upon explant, the valve was noted to be adhered with the native annulus, damaging the valve upon explant. The device was successfully replaced with an ats mhv. The patient remained hemodynamically stable throughout and following the procedure. It was noted that the patient has been on dialysis for an unknown period of time. The physician believes the leaflet became calcified and hardened due to hemodialysis.